Event description:
A malfunction alarm was reported by the customer, identified by a specific malfunction code. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support guided the customer through resetting the pump, successfully resolving the issue without any recurrence, allowing the customer to continue using the pump.